Manufacturer narrative:
Complaint: (B)(4). Received 1 rack 454351/b2504346 for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). Customer samples have been requested but not yet received at the time of this report. If and when samples arrive, samples will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states this lot is not filling to the acceptable window for coag testing. This is occurring in the emergency department at grandview. They said the vacuum is stopping at 2.5ml for the 3ml tube. Multiple different tubes were used from different trays and all exhibited the same issue when trialing these.